Event description:
Automated external defibrillator (AED) malfunctioned during cardiac arrest multiple times (three times); AED pads were then repositioned, the AED was turned off and then back on. Two add'l attempts were made with no shock delivered. On the third attempt following repositioning, the device delivered a shock and the pt's heart rate was successfully converted. The pt was transferred from a medical surgical floor to the intensive care unit. During transport, the AED remained connected. The device dialogue screen continued to deliver error messages throughout the transport.